Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor siltex round moderate profile 475cc saline breast implant, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor siltex round moderate profile 475cc saline breast implants which the right side deflated after implantation. The issue was confirmed by the doctor. As a result, patient had the device removed on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt to mentor, the device contained fluid with green appearance. No foreign material was observed within the device or on the shell surface. Visual evaluation of the device revealed an area of siltex cracking on the anterior view. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent measuring approximately 0.4 cm, discovered within the siltex cracking. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the green material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Product evaluating team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The lot originally reported (7294507) belongs to the left side, the correct lot for the right side is 7333867. On 8/23/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 10/07/2018, indicated that the date of explantation in this report updated to (B)(6) 2018, and patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3545001, serial number (B)(4), and the left replaced with catalog number 3545001, serial number (B)(4). (B)(4).

Manufacturer narrative:
On 8/8/208,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).